Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device downgrade. Upon interrogation, the right ventricular lead exhibited high capture threshold. All other electrical measurements were in range. The chronic lead was connected to the right atrial port for backup. A new right ventricular lead was implanted successfully. The patient was in stable condition post operation.